Manufacturer narrative:
An event of air/gas in device and fluid leak was reported with non specific EKG/ECG changes and air embolism. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported air/gas in device and fluid leak could not be determined. The non specific EKG/ECG changes and air embolism are likely cascading effects from the event. The serious injury/impairment is a result from case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using 9f amplatzer trevisio delivery system. The initial preparation of the pfo occluder device was performed correctly, ensuring all air was removed from the loader and system. Full preparation of the device was completed, including unlocking the device, de-airing the tuohy, pulling the device into the loader under saline with slow flushing, and performing multiple syringe flushes of the loader to remove all air. A wet-to-wet connection to the sheath was established with very limited bleed back out of the sheath. The device was then slowly advanced into the sheath and had not exited the sheath before st elevations were observed on the EKG by staff, the physician, and the representative, indicating an air embolism. The physician retracted the device back into the loader, detached it, and removed it from the patient. No medication was administered; the patient was treated with high-flow oxygen. The patient was under conscious sedation, and aspiration was not performed. The location of the air embolus was not confirmed, and air was not visualized. Continuous flush was not attached, and there was no leak in the delivery system. On the back table, while attempting to flush and re-prepare the device, the tuohy attached to the loader did not fully seal. The technician attempted to troubleshoot the tuohy tightness; however, even when tightened as much as possible, the tuohy continued to leak saline. The procedure was completed using a new 30¿25 mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no adverse effects were observed. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no adverse effects were observed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 30-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. The initial preparation of the pfo occluder device was performed correctly, ensuring all air was removed from the loader and system. Once the device was attached and inserted into the delivery system and advanced approximately halfway through the sheath, the patient exhibited st elevations due to an air embolism. The physician retracted the device back into the loader, detached it, and removed it from the patient. On the back table, while attempting to flush and re-prepare the device, the tuohy attached to the loader did not fully seal. The technician attempted to troubleshoot the tuohy tightness; however, even when tightened as much as possible, the tuohy continued to leak saline. The procedure was completed using a new 30¿25 mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay, and no adverse effects were observed.